Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (out of original vial). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 36 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification as is stored out of original container. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).